Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation and was inflated three times at an unspecified atmospheres. However, on the fourth inflation at 22 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.